Manufacturer narrative:
Initially the lot number reported was 313662906l which was unrecognized; however, during the product investigation on (B)(6) 2024, the lot # of 31366290l was retrieved. Therefore, updated d4. Lot, d4. Expiration date, h4. Device manufacture date, and d4. Primary UDI number. In addition, in the 3500a initial in h11. Additional manufacturer narrative added in error, "d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available." It should have stated, "d4: UDI: as the lot number for the device involved in the event which was provided was unrecognized, the full UDI is currently not available." The device evaluation details completed on (B)(6) 2024: it was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation with a thermocool smarttouch sf catheter. When ablating the right ventricular outflow tract (rvot), the patient became hypotensive. CPR was started and they also had to defibrillate the patient. A pericardial effusion was noted and a pericardiocentesis was performed (unknown amount of fluid was withdrawn). A surgical team was on standby. A pericardial window was done and the blood pressure and heart rate returned. The device was returned to biosense webster, inc. For evaluation. A visual inspection and revision of all features were performed following biosense webster, inc. Procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis, other issues or circumstances may have occurred during the usage of the device that compromised its performance. The root cause of the adverse event remains unknown. The instruction for use (IFU) contains the following warning and precautions: when using the catheter with conventional systems (using fluoroscopy to determine catheter tip location), or with the carto¿ 3 system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. The firmness of the braided tip dictates that care must be taken to prevent perforation of the heart. As part of biosense webster, inc.¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation with a thermocool smarttouch sf catheter and the patient experienced cardiac tamponade and cardiac arrest that required pericardiocentesis, surgical intervention, CPR and defibrillation. When ablating the right ventricular outflow tract (rvot), the patient became hypotensive. CPR was started and they also had to defibrillate the patient. A pericardial effusion was noted and a pericardiocentesis was performed (unknown amount of fluid was withdrawn). A surgical team was on standby. A pericardial window was done and the blood pressure and heart rate returned. The pentaray catheter was not in the body at the time of the perf but had been previously used. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. The bwi product analysis lab received the device for evaluation on 09-sep-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).